Event description:
They informed us that during a procedure of maintenance. They noted that the distal portion of the catheter migrated into pulmonary artery. They removed, with a medical intervention the migrated portion.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewf0391 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rewf0391) have been reported from one italy facility.